Event description:
It was reported when using the bd preset¿ syringe with attached needle there was foreign matter in the device syringe. The following information was provided by the initial reporter. The customer stated: "while preparing to collect arterial blood from the patient, the nurse examined the arterial blood collector and found a foreign body in the syringe."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.